Manufacturer narrative:
Pentax medical model ec-380fk2p is not sold in the USA. Event problem and evaluation codes: (B)(4).

Event description:
Pentax medical was made aware of a complaint on 11-sep-2019 that occurred inemea region. The reported complaint of a steel braided wire sticking out of the insertion flexible tube(ift) at the 18cm location involving pentax medical video colonoscope model ec-380fk2p, serila number (B)(4). No serious injury or death of a patient or user, or delay in the procedure which would require medical intervention was reported.